Event description:
Customer called to report the pump had no delivery alarm while customer was priming. Troubleshooting was performed. The no delivery alarm persisted. Customer stated the device was dropped on a wood floor.